Event description:
It was reported that the pump housing is damaged and was no longer functioning. There was no adverse impact to the customer. Reportedly, the customer reverted to an alternate method of insulin therapy.